Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer would either clear alarm and resume insulin therapy or changed pump supplies. In addition, it was reported that the pump shut down unexpectedly. There was no impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support.